Event description:
A report received from the USA stated an 840 ventilator experienced an erratic lower display. No pt involvement was reported. The date of the event is unk. No additional information is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), updated the backlight inverter pcbs, and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (pvt) according to the manufacturer's specifications at time of service. Covidien ref: (B)(4).